Event description:
A report was received stating that the device was in use with a patient for an unknown amount of time when one of the eyelets was observed torn. The patient was using velcro straps to secure the device when it was observed damaged. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.